Event description:
It was reported that the customer had a motorcycle accident and lost his insulin pump. The mother stated that the customer was hospitalized, and he had a surgery. The caller mentioned that his son did not have the physical therapy yet. Days later, the mother called back and requested having a loaner insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.